Event description:
Reportedly, during the follow-up performed on (B)(6) 2012 (one month post implantation), episodes with 125 ms coupling intervals and several mode switch episodes were recorded. Myopotential test was performed and did not show artifacts. On (B)(6) 2012, follow-up, no additional episode was recorded. It should be noted that the patient has a modem in his house and a transmission antenna close to his house.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.